Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, performed multiple consecutive meal announcements, completed two infusion set supply changes with intact cannulas and no leaks, temporarily disconnected from the pump, and administered external subcutaneous insulin followed by oral glucose when hypoglycemia occurred; an infusion set resupply was arranged. Symptoms included hyperglycemia, transient confusion/disorientation described as feeling foggy, and subsequent hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.